Event description:
It was reported by health care provider (hcp) that the patient had been admitted to hospital for return of symptoms, including vomiting. Physician requested company representative to check the status of the battery. Company representative saw the patient on (B)(6) 2012 and device impedance was 459 ohms. The patient said his gastroparesis symptoms have decreased by at least 75%. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2009, product type lead. Product ID 435135, serial # (B)(4), implanted: (B)(6) 2009, product type lead.